Manufacturer narrative:
This is a complaint that was discovered during a literature search; this article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 40 events for microembolic signals (mes). Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported event. The MDR number for the other complaints are MDR 1016427-2018-01781 and 9616099-2018-02369.

Event description:
As noted in the publication by pacchioni et al, risk of brain injury during diagnostic coronary angiography: comparison between right and left radial approach; international journal of cardiology 167 (2013) 3021¿3026; report 40 cases of patients showing microembolic signals (mes) were detected in all patients, with a significantly higher rate in the right transradial approach (rta) group.

Manufacturer narrative:
As noted in the publication by pacchioni et al, risk of brain injury during diagnostic coronary angiography: comparison between right and left radial approach; international journal of cardiology 167 (2013) 3021¿3026; report 40 cases of patients showing microembolic signals (mes) were detected in all patients, with a significantly higher rate in the right transradial approach (rta) group. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system and the procedures they are used in as outlined in the instructions for use. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.